Event description:
Alerted the alere, roche coagchek is reading too high and to pull product and no longer use. Ref (B)(4), gtin (B)(4), lot 29415123. All strips pulled. Last reading was high at 3.5. Alere states new strips will be sent.